Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks for supra ventricular tachycardia (svt) detected as ventricular tachycardia (vt). One episode was noted to have a failed shock. The patient was hospitalized and reprogramming was performed a few days later. No further patient complications have been reported as a result of this event.